Event description:
It was reported that the hand piece device began overheating during inspection. The reporter was unable to determine the precise date of this event, but was able to confirm that the event did occur in 2013. In addition, the reporter confirmed that this event was discovered during pre-testing. The reporter stated that the scheduled surgical procedure was completed without delay, as an identical spare device was available, and there was no patient harm or adverse outcome alleged. An additional health care contact was not provided. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and confirmed the reported condition of overheating. Testing was performed and the device failed the temperature specification. The findings indicate that this event occurred due to internal motor or mechanical components failure caused by excessive force. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Manufacturer narrative:
Disability or permanent damage was inadvertently checked off. This event was not associated with disability or permanent damage. (B)(4).